Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, an amplatzer septal occluder was chosen for implant using a 10f amplatzer trevisio delivery system. It was noted that the patient decompensated during the advancement of the delivery sheath due to an increase in right heart overload. There was no product concern and no allegation of malfunction against the abbott device or the procedure. The device was never implanted. The patient did not remain hemodynamically stable throughout the procedure, as decompensation occurred during the attempt to advance the delivery sheath across post-infarction ventricular septal defect ( pi-vsd).

Manufacturer narrative:
An adverse event without identified device problem was reported with cardiac arrest and death. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information and medical review, the cause for the reported cardiac arrest and death is likely related to procedural circumstances and/or patient comorbidities, however this cannot be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, an amplatzer septal occluder was chosen for implant using a 10f amplatzer trevisio delivery system. Ithe intended procedure was percutaneous post mi vsd closure. It was noted that the patient decompensated during the advancement of the delivery sheath due to an increase in right heart overload. Prior to the procedure, the patient was unstable, on multiple life-supporting inotropic agents, intubated, and sedated. The patient had severe heart failure with ventricular dysfunction and cardiogenic shock post-mi, along with multi-system organ failure. There was no product concern and no allegation of malfunction against the abbott device or the procedure. The device was never implanted. The increase in right heart overload was thought to have occurred because, during advancement of the delivery sheath, the tricuspid valve and infarct area were held open by the sheath, which can exacerbate left-to-right shunting and rv overload. The delivery sheath advancement was slow as it was manipulated over the av loop wire and crossed into the lv. The patient did not remain hemodynamically stable throughout the procedure, as decompensation occurred during the attempt to advance the delivery sheath across post-infarction ventricular septal defect (pi-vsd). The physician believes the decompensation was due to heart failure and cardiac dysfunction. The patient experienced cardiac arrest and expired in the lab during the procedure.